Manufacturer narrative:
The patient's multiple readmissions related to infection, renal dysfunction and seizures is reported under MFR #: 2916596-2022-00097. Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2019. (B)(6) was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was placed on hospice care after multiple readmissions for chronic driveline infection, kidney dysfunction, seizure disorder, and a mrsa ad msse bacteremia infection of an arteriovenous (av) fistula. The patient eventually passed away under hospice care on (B)(6) 2021. The death was considered to be a consequence of the lvad implant, although it operated as expected.

Manufacturer narrative:
The patient's chronic driveline infection is reported under MFR #s: 2916596-2022-00097, 2916596-2022-00985 and 2916596-2022-00984. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (sepsis, infection, renal dysfunction, patient condition, and patient outcome) cannot be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists sepsis, infection, renal dysfunction, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2021 with septic shock and mrsa and msse bacteremia infections related to their arteriovenous (av) fistula placed for hemodialysis. The bacteremia was resolved with antibiotics and an incision and drainage procedure was performed on (B)(6) 2021 for their chronic driveline infection. The patient remained in the intensive care unit (ICU) for their dialysis needs and inability to tolerate prolonged intermittent renal replacement therapy (pirrt). The patient and their family decided to transition the patient to hospice care; their status became do not resuscitate (dnr) and do not intubate (dni). The patient was discharged home on (B)(6) 2021, but was readmitted on (B)(6) 2021 with intentions to resume dialysis, antibiotics and anticoagulation. The patient continued to not tolerate pirrt, although they were on a high dose of midodrine. The patient and their family opted for inpatient hospice, and the patient was discharged to hospice care on (B)(6) 2021. The patient eventually passed away under hospice care on (B)(6) 2021. The death was considered to be a consequence of the lvad implant, although it operated as expected.

Event description:
It was reported that the patient passed away under hospice care. It was unknown if the death was related to the device or device therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. Additional information regarding the event, including product return status, was requested from the account; however, no further information had been provided at this time. Heartmate 3 left ventricular assist system, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.